Event description:
Boston scientific received information that this right ventricular (rv) lead was undersensing and had threshold issues. Information from he field and implanting physician state that they do not have exact numbers for sensing and thresholds. As a result, the physician performed another procedure to replace the lead. The lead was capped and abandoned surgically. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.